Event description:
A report was received that the patient will undergo explant procedure for unknown reason.

Manufacturer narrative:
This is a correction to the initial MDR since this issue was already reported in MFR report #: (B)(4).

Event description:
A report was received that the patient will undergo explant procedure for unknown reason.